Event description:
It was reported that the balloon got stuck with the guidewire. A 2mm x 40mm x 145cm coyote es balloon catheter was selected for use. However, when the physician attempted to pass the balloon, it was stuck on a non-boston scientific guidewire and the distal shaft of the balloon catheter appeared to have sheared off from the proximal working end of the balloon catheter. The procedure was completed with another balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the shaft. The shaft is separated 38.2cm from the tip. The exit notch is torn. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the presence of a separation.

Event description:
It was reported that the balloon got stuck with the guidewire. A 2mm x 40mm x 145cm coyote es balloon catheter was selected for use. However, when the physician attempted to pass the balloon, it was stuck on a non-boston scientific guidewire and the distal shaft of the balloon catheter appeared to have sheared off from the proximal working end of the balloon catheter. The procedure was completed with another balloon catheter. No patient complications were reported.